Event description:
Plaintiff reports initial bilateral implantation 4/27/75. Plaintiff alleges various illnesses including, but not limited to, arthritis, back pain, pain in joints, and connective tissue disease.